Manufacturer narrative:
The ge service representative conducted an onsite investigation. The high volt voltage cable, the interconnect cable and the generator interface board were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would not display an image and that fluoroscopy was intermittent. No pt injury was reported.